Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 371219.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient was then reprogrammed to target the pain areas, however, the stimulation was still not adequate. The patient underwent an explant procedure wherein all devices were removed and were not returned. The patient was doing well postoperatively.